Manufacturer narrative:
The customer reported problem was confirmed. Upon visual inspection the service technician noted that the front case assembly was replaced due to unresponsive keys on the keypad. A review of the device history record for sn (B)(4) was performed from 23aug2019 to 24aug2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had a keypad issue. There was no patient involvement.